Event description:
It was reported that oversensing was observed with this right ventricular (rv) lead. Rv sensitivity was initially programmed to .9mv and now is 2.0mv. R waves 5.5mv by electrogram. Patient is pacemaker dependent so they were unable to get any r waves on sensing test. Caller was unable to reproduce oversensing in office through isometrics or myopotentials. Caller stated lead placement has been checked on chest x-ray. Lead impedance and thresholds were stable. Technical services discussed auto adjusting sensitivity. The caller will change sensitivity to 2.8mv and continue to monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a3dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; 5086mri45 implantable pacing lead implanted (B)(6) 2013. (B)(4).